Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The olympus endoscopy support specialist (ess) visited the user facility to observe the reprocessing technique of the reprocessing technician and observed the proper sequence of cleaning and reprocessing was not being conducted. I.e. The reprocessing tech was utilized non-olympus channel cleaning/opening cleaning brushes; the elevator was not being raised and lowered three times while brushing around elevator and distal end; not using the suction cleaning adapter after brushing channels with channel cleaning/opening cleaning brushes which should be done as the last step; the distal end around the elevator was not being brushed properly; the elevator wire channel was not flushed with the washing tube prior to using the medivator scope buddy; and the elevator was not flushed properly with a syringe with detergent and rinse water. The ess concluded by recommending the user facility follow the correct reprocessing steps in order according the instruction/reprocessing manual. Additionally, as part of the pms study process, olympus personnel conducted a review of the sampling technique of the scope sampler. There were no deviations noted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the physical evaluation. The subject scope was sent for destructive sampling. The results of the destructive sampling have not been finalized. The scope was then sent to an independent laboratory for ethylene oxide (eto) sterilization and then returned to the manufacture for a physical evaluation. A visual inspection was performed on the returned scope and was able to identify excessive amounts of foreign yellowish substance throughout inside the instrument channel and suction channel. There was no sign of foreign substance/materials found with the external insertion tube, bending section cover, bending section cover glue, light guide lens/glue, and objective lens/glue. A leak test was not performed as the elevator forceps raiser and distal end cover were disassembled during the deconstructive sample testing. Based on the evaluation results, insufficient maintenance cannot be ruled out as a contributing factor of the yellow stains. The investigation is ongoing. If additional information becomes available, this report will be supplemented accordingly. As a preventive measure, the reprocessing manual provides warning which states, all channels of the endoscope, including the elevator wire channel and all accessories used with the endoscope during the patient procedure, such as all valves, must be cleaned and high-level disinfected or sterilized after each patient procedure, even if the channels or accessories were not used during the patient procedure. Insufficient cleaning and disinfection or sterilization of these components may pose an infection control risk to patients and/or operators.

Manufacturer narrative:
This supplemental report is being submitted to correct the device product code from feb to fdt.

Manufacturer narrative:
The reported scope was not returned to olympus for evaluation. The cause of the reported event could not be determined, however, olympus will continue to investigate. As part of our investigation in this report, an olympus endoscopy support specialist (ess) was dispatched to the user facility to investigate the user facility¿s reprocessing practices. If additional information becomes or if the device is returned at a later date, this report will be updated and supplemented accordingly.

Event description:
Olympus was informed that during a post market surveillance study the scope cultured positive for the following microorganism: escherichia coli, enterococcus faecalis after reprocessing.

Manufacturer narrative:
This supplemental report is being submitted to make a correction on the procode from feb to fdt.

Manufacturer narrative:
This supplemental report is being submitted to provide the summary of the root cause analysis report for the postmarket surveillance with the referenced tjf study. There were no deviations observed during the automated endoscope reprocessor machine (medivator dsd edge) inspection and the environmental investigation. Based on the investigations (microbiological analysis, reprocessing procedure review and destructive sampling), insufficient/improper reprocessing procedures and the glue condition cannot be ruled out as a contributory factory of the reported event.